Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis, and underdelivery. The customer reported blood glucose value of 600 mg/dl. The customer reported symptoms of fatigue, pain, and polydipsia treated with a manual injection/insulin pen, an IV insulin drip (intravenous insulin infusion), an ems/ambulance/ER visit, hospitalization, and an overnight stay. The event involved products mmt-1884, mmt-332a, and mmt-368a. The troubleshooting was not performed and it was not known whether the auto mode feature was active at the time of the event or whether the pump was used within 48 hours. No further patient complications were reported. Mmt-1884 was requested and the customer responded that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-368a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches.possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received.the pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 28-apr-2024 in the pump history file. (B)(6) 2024 00:05:16.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:09:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 00:14:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:19:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:24:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:29:58.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2024 00:33:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1glucosecorrection (6) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) (B)(6) 2024 00:34:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:44:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6) 2024 00:49:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) there were no autosuspend (12) alarm noted in the pump history file.there were no usersuspended (2) alarm noted on the event date 28-apr-2024 in the pump history file.please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-apr-2024 in the pump history file. 04/23/2024 18:12:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/23/2024 18:50:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/23/2024 19:00:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/23/2024 19:16:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 04/23/2024 19:26:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 04/27/2024 16:19:55.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 04/28/2024 17:36:27.000 batteryremoved (55) 04/28/2024 17:36:27.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/28/2024 17:46:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/28/2024 18:09:28.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:09:53.000 batteryremoved (55) 04/28/2024 18:09:53.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/28/2024 18:10:11.000 batteryinserted (44) 04/28/2024 18:10:11.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:10:23.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:10:48.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:11:11.000 batteryremoved (55) 04/28/2024 18:11:11.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/28/2024 18:11:37.000 batteryinserted (44) 04/28/2024 18:11:37.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:11:47.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:18:24.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:19:01.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 04/28/2024 18:21:02.000 batteryremoved (55) 04/28/2024 18:21:02.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/28/2024 18:21:30.000 batteryinserted (44) 04/28/2024 18:21:39.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 04/28/2024 20:33:36.000 batteryremoved (55) 04/28/2024 20:33:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/28/2024 20:43:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 04/28/2024 20:44:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 04/28/2024 20:44:29.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 04/28/2024 20:44:37.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 241 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage.pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Lostsensor1alert (780) - not confirmed. Sensorerroralert (801) - not confirmed. Failedbatttest (58) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.